Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the atrial lead. No patient symptoms were reported. Low impedance was also observed. A lead revision was performed. During the procedure, the lead could not be replaced due to an occlusion. The lead remained in use and device reprogramming was performed.